Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a removal surgery was performed upon request from the customer. Approximately a year ago, the patient underwent a surgery with multiloc humeral nail. The reduction from fixation had already been obtained by the time of removal. In the reoperation when the surgeon tried to remove the screw-in-screw, an abnormal noise was heard. Then, the screw-in-screw broke at its neck. The surgeon extracted the multiloc screw firstly and then removed the fragment with a chisel and a needle-nose pliers. It was confirmed with x-ray that no fragments remained in the patient. The surgery was delayed by less than thirty (30) minutes. No further information is available. Concomitant devices: multiloc humeral nail (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown screw. This is report 1 of 1 for (B)(4) and captures the intraoperative breakage of the screw. Related (B)(4) captures the patient¿s request for device removal.